Event description:
It was reported the pt experienced discomfort at the ipg site after losing weight. It was also reported the ipg had moved from it's original location. As a result, the physician chose to explant and replace the ipg (with a different model). The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.